Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) automatic charging error occurred during inspection by hospital staff, and the device did not function properly. No patient involved. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is social welfare corporation (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. An automatic charging error occurred during inspection, which was reproduced using an inspection balloon (owned by the hospital). The device functioned normally with the inspection balloon brought by the fse. A leak was confirmed in the in-hospital inspection balloon.